Event description:
At a 4:45 p.m. Appointment for a right-hip MRI, the pt was placed in the MRI scanner and the scan commenced. Approx 10 minutes later, the technician aborted the scan, telling the pt, "the scanner was acting up and the repair guy came yesterday. We're having a problem with radiofrequency interference. I guess it's not working yet." The pt was told to reschedule her appointment for another time. The pt has concerns about the possible negative impact of being in the MRI scanner for so long with "radiofrequency" interference and whatever that may mean to the pt's health. Dates of use: 2008. Diagnosis or reason for use: right hip pain.